Event description:
An elevated advia 1650 ise potassium (k+) patient sample result was reported to the physician and upon repeat, the result was normal. Patient treatment was prescribed but unknown at this time. There was no report of adverse health consequence due to the discordant potassium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discrepant results was due to a leaking buffer pump which the fse repaired. The instrument is performing within specifications. No further evaluation of the device is required.